Manufacturer narrative:
Upon completion of the investigation it was noted that during the visual examination of the device it revealed that the stator was dislodged therefore the cam position/pressure could not be determined. It was also found that the valve casing was cracked, which appears to have been caused from some sort of impact. This however could not be confirmed. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: after MRI the valve mechanism was broken. Valve could not be programmed any more after MRI. Patient had to be operated once again and they implanted a new valve.